Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via national breast implant registry (nbir) a rupture of the device. This record is for the right side. The device was explanted and replaced. It is unknown if the device will be returned.